Event description:
In this case, a 19mm aortic valve was explanted after an implant duration of approximately 4 years (48.23 months) due to unknown reasons. On (B)(6) 2009, a 19mm aortic valve was implanted and on (B)(6) 2013 the valve was explanted and replaced with a magna ease valve, model 3300tfx19mm. No further details were provided. Information was learned through our implant patient registry.

Manufacturer narrative:
Additional manufacturer narrative: it was originally reported that this device was explanted for unknown reasons. Through follow up with the health care provider, it was learned on (B)(6) 2013, the device was explanted after an implant duration of approximately 4 years due to paravalvular leak. It was further learned that the device is not available for return as it has been discarded by the hospital. No additional information has been provided.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There is no information provided regarding return of the device and there is no patient status information available at this time. Through follow up with the health care provider, if it unknown if the device is available for return and evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Explant of a valve after a substantial implant duration is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), regurgitation, dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.